Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her sensor glucose reading was 61 mg/dl but her blood glucose level was 141 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The insulin pump went into threshold suspend. The customer noticed a slightly bent sensor cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.